Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that high pacing thresholds and sensing issues were exhibited with the patient's right ventricular (rv) lead. The doctor chose to monitor the issue, and the lead remains in use. No patient complications have been reported as a result of this event.